Event description:
Insertion of pacemaker for third degree heart block. After pacer wires inserted pacer key under EKG turned on. Patient's rhythm showed asystole. When key turned back off rhythm showed sinus rhythm being paced. After further investigation staff found that turning off berchtold bed corrected the problem. Biomed staff notified and said it could not have been the bed. Manufacturer notified by biomed.